Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad was punctured on the down arrow button and the pump was unresponsive to the down, up and ok buttons. There was also evidence of adhesive/contamination found under the down, up and ok button contacts.

Event description:
It was reported that the pump was intermittently responding to the down arrow button and now not responding at all. The pump reportedly has not been exposed to moisture and the keypad is not peeling.